Manufacturer narrative:
A cerebral infarction was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Two potential batch numbers were reported, the device history records for each possible batch number (6379572 or 6353589) were reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following day after an uneventful pulmonary vein isolation procedure, the patient had a cerebral infarction. The patient presented with dizziness and a MRI revealed a cerebral infarction.

Event description:
On the following day of the pulmonary vein isolation (pvi) procedure, the patient had a cerebral infarction. The patient is being monitored.